Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to perform several steps, including disconnecting the tubing, tightening connections, and delivering specific boluses to resolve the alarms. The customer was advised to replace supplies as necessary and resume insulin.